Event description:
Per the clinic, the patient does not receive any stimulation with device use and subsequent loss of connection to the internal device. A CT scan revealed that the ball electrode migrated to the brain. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on date of awareness was filed inadvertently. The correct date of awareness is october 17, 2024.